Manufacturer narrative:
Concomitant medical products: product ID 3887-33, lot# l69558, implanted: (B)(6) 1999, product type lead.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient's first implant worked for a while before the device started shocking them. The patient stated that it took time to get the "okay" to replace it. During the replacement surgery it was discovered that one of the leads had broken. The patient stated that was the reason for the shocking. Both devices were replaced. No further complications sere reported or anticipated.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.